Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-48638. It was reported that one of the patient's leads had high impedances, causing the patient ineffective therapy. In turn, surgical intervention may take place to address the issue. Note: since it is unknown which lead had high impedance, both leads are being reported.